Event description:
It was reported that, rotation, and disassociation of extension piece from mating hip stem.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: description: femoral extension comp 80 mm, cat #km15-3-503, lot #rx1535c; description: femoral extension comp 100 mm, cat #km15-3-504, lot #rx1535d. It cannot be determined which, if any of these devices may have caused or contributed to the event.